Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
The customer's husband reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. At 7:30 pm the customer experienced low blood glucose levels of feeling weak and shaky. At this time, the customer took a test on her guide system and received a blood glucose result of 500 mg/dl. Based on the high reading the customer administered 6 units of humalog. Within 5 minutes the customer tested on her husband's guide system and received a result in the "50's mg/dl", the customer then tested again on her device 1 minute later and received a result of 52 mg/dl. The husband transported the customer to the hospital. They arrived to the hospital around 8:00-8:30 pm and the customer received a blood glucose result in the 30's mg/dl on the hospital's meter. The hospital treated the customer with an IV of sugar water and gave her apple juice and graham crackers. They tested the customer's blood glucose again, and the result was in the 50's mg/dl. The customer was discharged from the hospital at 4:00 am.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty test strip vial was returned.